Manufacturer narrative:
Citation: aurigemma et al. Clinical impact of multiple resheathing during transcatheter aortic valve implantation with evolut self-e xpanding valves. Int j cardiol. 2024 sep 1:410:132218. Doi: 10.1016/j.ijcard.2024.132218. Epub 2024 may 28. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the clinical impact of multiple resheathing during transcatheter aortic valve implantation. The study population included 469 patients who were predominantly female with a mean age of 81 years old. All patients were implanted with a medtronic evolut r (n=126) or evolut pro (n=343) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: moderate to severe aortic regurgitation, moderate to severe paravalvular leak, valve migration, cardiac tamponade, annulus rupture, vascular complication, stroke, myocardial infarction, arrhythmia requiring permanent pacemaker implant, acute kidney injury, and hospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated that: 1) medtronic product did not cause or contribute to the referenced deaths or other adverse events , 2) no device identifiers were available as the database was anonymous, and 3) no devices were explanted. No further details were provided.